Event description:
The technician alleged the side rail will not rotate to the latch position. No patient impact.

Manufacturer narrative:
The technician lubricated the side rail pivot points to resolve the issue.